Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test on an unknown sample type on (B)(6) 2022 via social media post. The consumer stated that their child tested in the morning with the binaxnow covid-19 antigen self test which generated a negative result. The child developed a sore throat later in the day, so the consumer retested their child which presented a positive result. The consumer did not report if confirmatory pcr testing was performed. No further information regarding health status or outcome was provided.